Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a compromised force sensor system alarm and insulin had squirted out during manual prime. The customer's blood glucose level was unknown. The customer was informed to return the device. No further details were provided.